Manufacturer narrative:
Section a. Patient information: additional information not available analysis of the returned driver revealed that both the tips of the driver were completely sheared off. The damage to the driver is most likely due subjecting the device to excessive force. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure the driver lost connection and kept spinning. When the driver was removed, it was revealed that the driver tips had broken off in the implant. The driver and implant were removed, and the procedure was completed with another device. No additional information or clarification regarding the break could be obtained despite good-faith efforts.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Section a. Patient information: additional information not available. Analysis of the returned driver revealed that both the tips of the driver were completely sheared off. The damage to the driver is most likely due subjecting the device to excessive force. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use, confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure the driver lost connection and kept spinning. When the driver was removed, it was revealed that the driver tips had broken off in the implant. The driver and implant were removed, and the procedure was completed with another device. No additional information or clarification regarding the break could be obtained despite good-faith efforts.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (B)(6) was delivered to physicians in (B)(6) 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Section a. Patient information: additional information not available analysis of the returned driver revealed that both the tips of the driver were completely sheared off. The damage to the driver is most likely due subjecting the device to excessive force. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure the driver lost connection and kept spinning. When the driver was removed, it was revealed that the driver tips had broken off in the implant. The driver and implant were removed, and the procedure was completed with another device. No additional information or clarification regarding the break could be obtained despite good-faith efforts.